Event description:
During an endoscopic examination in a clinic, the pt went into shock and an ambulance was called. When the emergency team arrived the pt was in cardiac arrest. The emergency team opened a package of electrode pads and noticed that they appeared to be discolored and watery. The first set of pads was attached to the pt and electrocardiogram monitoring was started. The pt was in ventricular fibrillation and the team attempted to defibrillate. A "check paddle" message appeared. According to the report this message appears on the defibrillator when the impedance including electrodes and pt exceeds 270 ohm. When this message appears, defibrillation is not possible. A second set of electrode pads was opened and they also appeared discolored and watery. These electrodes were attached to the pt. Electrocardiogram was displayed, but the same "check paddle" message appeared with the second set of pads. The pt was transported to the hosp and was pronounced.